Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The customer reported that the trident reamer handle has broken at the connection of the reamer to the attachment on the drill. No metal fell into the patient. The case was completed using an alternative handle.